Event description:
As reported by the field, during a stent assist coil embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7682980) became impeded in proximal of an unspecified microcatheter (mc) and could not advance any more. The physician retracted the stent and switched to a new one to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information was received on 30-nov-2023 indicating that a prowler select plus (606s255x, 30766813) was used. The target vessel was the middle cerebral artery. The blood vessel was more tortuous. The device did not appear damaged at any time. There was nothing noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. Based on the product analysis of the device received, the stent in kinked.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The purpose of this MDR submission is to report the findings of the device investigation. The stent in kinked, the findings meet us regulatory reporting criteria. Section e1. Initial reporter phone: (B)(6). Three (3) pictures were attached to the complaint file in which it was noted that the stent component was detached from the delivery system, and no appearance of damages was noted. The delivery wire was noted to be outside the introducer, and the tip was noted to be kinked. No other damages were observed. The issue documented in the complaint regarding the stent being impeded in the proximal section of the microcatheter is confirmed based on the kinked condition of the tip of the delivery wire observed on the pictures. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. The stent condition was not originally reported, the exact time of occurrence cannot be determined, therefore, it is not considered a related condition to the failure encountered. A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was returned already separated from the unit. The delivery wire was found to be in good condition (i.e., no kink, bent or elongated). The introducer was not returned for evaluation. The stent component was inspected under microscopic magnification, both ends were noted to be completely flared and with the struts bent. The issue reported regarding the stent being impeded in the proximal section of the microcatheter could not be evaluated through a functional test; the stent must still be attached to the delivery wire and inside the introducer tube to perform the functional analysis. The damage observed on the stent was not originally reported in the complaint, however, the reported issue can be confirmed based on such damage, which suggests that the device was subjected to certain manipulation that could also have caused the stent to disengage from the delivery wire which ultimately results in the struts being bent. It is also suggested that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 7682980. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent this type of damages from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.